Event description:
It was reported that during the preparation of a case an automated impella controller (aic) (loaner) would not reminisce the purge cassette. A different aic was used. No patient was involved.

Manufacturer narrative:
No patient is involved in this issue. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information has been provided in d3, d9 and h6. Corrected information has been provided in h3. The purge cassette detection issue on ic6757 was determine to be a purge disc detection issue due to a broken purge flag.